Event description:
Customer service center received call from home choice pt complaining of stomach pain and requesting assistance to manually drain solution. The technical service rep. Assisted the pt to drain off solution. During drain, the pt continued to complain of stomach pain. The pt bypassed 2 times on night of event and possibly overfilled using new bags and a new cassette. The pt began throwing up toward end of drain. The technical service rep instructed pt to call rn/md. Pt became tearful and does not wish to go to hospital. The total delivered volume drained was 5674 ml. Nurse was contacted in 01/2005 and stated pt was admitted to hospital nine days earlier and was subsequently discharged six days later for peritonitis. Nurse states pt is very non-compliant and will not "wash their hands". She states there have been no other problems with overfill or anything related to homechoice machine, but states that pt will not comply with prescribed treatment.